Event description:
It was reported that the pump was replaced on (B)(6) 2011. The patient had stated that the pump was not working and was not helping. The device system was used to deliver fentanyl and hydromorphone. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011. Product type: catheter. (B)(4). Analysis of the pump ngp311452h revealed a pump motor gear train anomaly involving corrosion. The pump passed all non-destructive lab testing. There was motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. During destructive analysis the technician noted significant resistance when trying to turn gear three isolated from rest of gear train manually. The technician also found significant residue on gear three's o-ring located on top bridge.

Event description:
Additional information received reported the pump rate was adjusted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).